Manufacturer narrative:
Product event summary - (B)(4) the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. The distal electrodes were covered at the lv1/proximal with body tissue/fibrotic growth. The lead was returned with body tissue/fibrotic growth on the helix and in the sleeve head. The helix and sleeve head were cleaned as thoroughly as possible without damaging the helix or sleeve head prior to helix extension/retraction/length and electrical testing was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-45 implantable pacing lead (B)(6) 2005; 305c21 tissue valve (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient was presented to the emergency room with completed heart block and a low heart rate. Upon interrogation, the right ventricular (rv) lead had no sensing and no capture. X-ray confirmed the lead dislodged and twisted around in the pocket. Twiddlers syndrome was suspected. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.